Event description:
It was initially reported by the patient's mother that the patient had been experiencing stridorous breathing that appeared to be related to his vns stimulation. The patient also underwent a sleep study in (B)(6) 2012. Follow up was performed with the patient's treating neurologist who did not believe that these issues were related to vns. However, additional follow up with the epileptologist who performed the sleep study indicated that the patient's breathing issues were in fact related to vns and the patient's rapid cycle. She stated that the sleep study showed a correlation between the patient's issues and vns stimulation. Per the physician, the sleep study showed desaturation at night with stimulation as well, resulting in sleep apnea. During the day, the desaturation was not occurring, however, the patient was having voice alterations with stimulation as well as stridorous breathing. The patient's settings were changed from 30secs on and 1.8min off to 30secs on and 5min off, and the issues resolved completely. It was indicated that the patient was not experiencing desaturation any more and the voice alterations and breathing issues with stimulation went away before the patient left the office on the date of the setting adjustment. No additional information was provided.